Event description:
Customer reported that 30 cc remained in potassium chloride secondary bag at the end of the infusion. The nurses do back prime the secondary tubing. No pt harm or medical intervention was reported. No further pt/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.